Manufacturer narrative:
Patient's exact age is unknown; however, it was reported that the patient was over the age of 18. The complainant was unable to report the lot number; therefore, the manufacture date and expiration date are unknown. (B)(4). The complainant indicated that the device remains implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific that spaceoar was implanted during a spaceoar procedure performed on (B)(6) 2020. According to the complainant, the procedure was performed under local anesthetic and went fine, with no concerns about the gel placement. Reportedly, the visualization was not compromised and rectal preparation was completed prior to the procedure. Magnetic resonance imaging was performed on (B)(6) 2020 showing less than 1 cc of gel injected into the rectal lumen. The patient is reported to be fine with no complaints of pain or any associated discharge during bowel movements. The patient has reportedly received radiation therapy.